Manufacturer narrative:
Patient identifier of (B)(6) is related to model number: pcf-hq190l, serial number: (B)(4), event date: (B)(6) 2021. Patient identifier of (B)(6) is related to model number: pcf-hq190l, serial number: (B)(4), event date: (B)(6) 2022. Patient identifier of (B)(6) is related to model number: pcf-hq190l, serial number: (B)(4), event date: (B)(6) 2022. During device evaluation at olympus, it was found the light guide lens was dirty, the bending rubber adhesive was worn, the bending angle did not meet specification, and the distal end insulation test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii colonovideoscope had positive test results and the lens appeared to be discolored and dirty. The customer noted that cumulative results show consistent low level contamination. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted however, those defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.